Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not consume enough carbohydrates during the day while connected to the pump. Blood glucose (bg) was 25 mg/dl and soda was consumed in an attempt to address bg. Due to low bg, customer was in a car accident and was hospitalized. Customer was given sugar to consumed. Customer was discharged on (B)(6) 2018. Bg was resolved.